Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction; therefore, a batch review and sample evaluation will not be conducted. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was due to use error; the clamp was closed on the patient line. The clamp should be open for priming and therapy. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's global technical service (gts) regarding air in the patient line of the home choice (hc) during initial drain. The hp stated that after he connected, he realized that he had not opened the clamp on the patient line so there was a large pocket of air. Gts explained that he would need to start over with new supplies. The hp stated that he knew how to end therapy and confirmed he would set up with new supplies. On (B)(6) 2011 product surveillance spoke with the hp's nurse who confirmed the use error was addressed with the hp. On (B)(6) 2011 product surveillance also spoke with hp who stated he was using the new luer lock supplies at the time of the incident and reported no adverse event.